Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with the reservoirs for her insulin pump. Customer stated the reservoirs would not push insulin through. Customer will return reservoir for analysis. No additional information provided.

Manufacturer narrative:
Inspected three opened and used reservoirs. Inspected reservoirs, snap-cap and septum for anomalies. None were found. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specification.reservoirs not occluded.